Event description:
It was reported that the 9900 system would not boot up and had a low voltage error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The isd board was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.